Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined that the rpms were not in specification. The control bar was not in the correct position. Calibration was out at the 0 readings. Worn and damaged components replaced. Screw, bearings, reciprocation arm, swivel, fine adjustment cam, motor, width plate, hinge throttle gasket, and retaining ring were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the product was sent in for preventive maintenance. There was no harm or delay reported as there was no patient involvement. Diligence is complete and no additional information is available. During device evaluation the technician verified that the rpms were not in specification. No adverse events were reported as a result of this malfunction.